Event description:
New information notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The complaint of failure to interrogate was confirmed. The device would not communicate upon receipt due to a low battery voltage. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited failure to interrogate and was not functioning. The patient has been non-compliant for greater than two years for in office checks and remote monitoring. No intervention was performed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.